Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
Initial information received on (B)(4) 2013 processed with additional information received on (B)(4) 2013. The case has been reassessed as reportable malfunction based upon returned sample received on (B)(4) 2013. This spontaneous report was received from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for oral care (route dental, lot number 3061d, frequency and expiration date unspecified). After an unspecified duration, while pulling the floss out the insert broke where it holds the cutter. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 05-jul-2013. This closes out this report unless other additional significant information is received.

Event description:
Initial information received on 23-may-2013 processed with additional information received on 18-jun-2013. The case has been reassessed as reportable malfunction based upon returned sample received on 18-jun-2013. This spontaneous report was received from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for oral care (route dental, lot number 3061d, frequency and expiration date unspecified). After an unspecified duration, while pulling the floss out the insert broke where it holds the cutter. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 25-jun-2013. A review of the data for the last 24 months associated with this complaint revealed no adverse trends and no trend involving lot number 3061d. A review of the history of changes, retain sample evaluation and device history records did not indicate that the reach johnson and johnson floss, mint waxed failed to meet specifications. The field sample was evaluated and presented the insert broken where it holds the cutter. Based on the information available, this device was used as intended for treatment. The disposition was confirmed. Complaint trends would continue to be monitored. Also, the initial report is being corrected to update the j&j awareness date from 18-jun-2013 to 17-jun-2013. This report remains a reportable malfunction case in the united states.